Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: we had another report of an IV cath malfunction. This one was at sfb and it looks like the needle split down the middle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle pierced the IV catheter was confirmed and the cause appeared to be associated with use. Two photographs were provided for investigation, which showed the needle protruding through the side of a 22g insyte autoguard IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.